Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of on (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode during this period and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program of 0.6 u per hour for 24 hours regardless of the estimated glucose values received. The cloud data showed that the last pod used was activated at 19:19 on (B)(6) 2026 and deactivated at 19:48 on (B)(6) 2026. The last estimated glucose value received by the pod from the sensor was 79 mg/dl received at 19:46 on (B)(6) 2026. The cloud data showed that urgent low glucose alerts were generated during this period. The alerts were generated correctly when estimated glucose values decreased to or below 55 mg/dl. Automated delivery restriction alerts were also found to have been generated during this period on (B)(6) 2026 due to the automated algorithm delivering the maximum microbolus amount for extended periods in response to increasing and high estimated glucose values. The system transitioned to automated mode: limited and began delivery of safe basal until the alert was acknowledged and the system transitioned to manual mode. No evidence of an overdelivery of insulin or of any other issues with the system was observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone11.8, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient passed away on (B)(6) 2026. The dexcom g7 was reading high and therefore the reporter thought the omnipod pump was continuously giving insulin. She entered a diabetic coma and never woke up. No further information was reported.